Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A capital equipment ilab ultrasound imaging system was selected for use. Prior to the procedure, the physician discovered that the device motor was damaged. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. E1 initial reporter facility name: (B)(6). Investigation results: device analysis findings: the motor drive unit (mdu) 5 plus was returned for analysis. Visual inspection revealed that the mdu5 plus was received in poor condition with corrosion present on catheter socket. The functional test failed due to a faulty lemo cable, which resulted in a flickering image. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned an investigation conclusion code of unintended user error caused or contributed to event. This conclusion was selected because the reason the motor was damaged was most likely due to corrosion caused by improper cleaning and maintenance of the pins, which the user must perform to remove saline that can splash onto the pins during the procedure and cause corrosion.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A capital equipment ilab ultrasound imaging system was selected for use. Prior to the procedure, the physician discovered that the device motor was damaged. The procedure was not completed due to this event. No patient complications were reported.